Event description:
On (B)(6) 2013, the patient reported experiencing low blood glucose (bg) in the 40 mg/dl range during the night and in the morning. The patient reported there were boluses in the bolus history that were delivered during the night. Review of the bolus history by customer support (cs) revealed several records of both ez-bolus and normal bolus deliveries in the early morning hours between 1:46 am and 3:27 am on three separate dates. There were no significant alarms in the alarm history. The patient reported that she had been difficult to wake and treated the low bg with soda and food. The patient reported confusion and difficulty speaking with the reported low bg. The patient was advised by cs to discontinue insulin pump therapy and begin on an alternate method of insulin delivery. This complaint is being reported because the patient allegedly experienced hypoglycemia while on insulin pump therapy and the allegation of bolus deliveries during the night remained unresolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/01/2014 with the following findings: during investigation, the pump histories were reviewed and showed the daily insulin delivery totals correctly reflected the user's programmed basal rates. The bolus history verified the reported boluses. A flow accuracy test was performed successfully and the pump was found to be delivering within required specifications. A 24 hour duration test was performed with no unprogrammed boluses occurring during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was removed and no damage was found to the button contacts. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.